Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: 07/05/2017 - 07/06/2017. The device was received for evaluation. Visual inspection performed with naked eye revealed no issues that would cause or contribute to the reported condition. Pressure test and clear passage under water was performed with satisfactory results. Functional test was performed with no issues. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set was unable to be primed. Saline was used to prime the set. There was no patient involvement. No additional information is available.